Event description:
It was reported by service report that both siderails had shorted out, resulting in the bed having no function and being stuck in an elevated position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: printed circuit board.